Event description:
It was reported removal of a one third tubular plate implant on the distal fibula was performed due to patient pain. The removal of hardware went well and there was no surgical delay. It was reported the bone healed fine and had union this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.